Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that after battery changes, basal rates and advanced settings are erased and have to be re-entered into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: during investigation, the pump history was reviewed and showed a blank basal program 2 was activated on 11/25/2013. The pump basal rate was programmed and the pump exercised for 24 hours. The battery was removed; when the pump was left without power for six hours and powered on, the basal settings had been maintained. Evaluation showed that all of the keypad buttons responded to presses appropriately. The keypad was removed and no damage was found to the button contacts. Unrelated to the history settings issue, evaluation revealed that the display was dim with discolored text. The history/settings issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.